Event description:
The customer reported the system displayed a cine disk error message. This will result in a loss of cine-vascular operation and therefore is a reportable event. There is no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.